Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain') and heavy menstrual bleeding ('severe menstrual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included dysfunctional uterine bleeding, human papilloma virus test positive, dysmenorrhea, cervical intraepithelial neoplasia iii, pelvic adhesions, vitamin d deficiency, cis of cervix and loop electrosurgical excision procedure. Concurrent conditions included overweight. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction to the nickel in the device/nickel allergy"), dysmenorrhoea ("severe menstrual pain"), migraine ("constant migraines/migraines"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection(uti)"), rash ("skin rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), nervous system disorder ("neurological conditions or problems"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdomen pain"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), weight fluctuation ("weight gain /loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and adenomyosis ("adenomyosis"). The patient was treated with surgery (laparoscopic total hysterectomy,salpingectomy (bilateral,cystoscopy and thermachoice endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, heavy menstrual bleeding, allergy to metals, dysmenorrhoea and migraine had not resolved and the genital haemorrhage, vaginal haemorrhage, urinary tract infection, rash, bladder disorder, urinary tract disorder, headache, nervous system disorder, tooth disorder, dyspareunia, abdominal pain, visual impairment, eye disorder, fatigue, weight fluctuation, gastrointestinal disorder, alopecia and adenomyosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nervous system disorder, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2009 plaintiff is currently investigating her options for removal of the essure devices. Current weight (B)(6) . She does claims that essure worsened a previously existing injury/condition. Injuries or symptoms resulted from essure decrease or resolve following essure removal. State of implant: mo date(s) of insertion: (B)(6) 2009- discrepancy noted diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: adenomyosis most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: " previously reported event severe lower abdominal pain added and made medically significant and intervention required due to surgery".thermachoice endometrial ablation added to previously reported event severe menstrual bleeding and made medically significant and intervention required due to surgery. Reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain') and heavy menstrual bleeding ('severe menstrual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included dysfunctional uterine bleeding, human papilloma virus test positive, dysmenorrhea, cervical intraepithelial neoplasia iii, pelvic adhesions, vitamin d deficiency, cis of cervix and loop electrosurgical excision procedure. Concurrent conditions included overweight. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction to the nickel in the device/nickel allergy"), dysmenorrhoea ("severe menstrual pain"), migraine ("constant migraines/migraines"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection(uti)"), rash ("skin rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), nervous system disorder ("neurological conditions or problems"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdomen pain"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), weight fluctuation ("weight gain /loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and adenomyosis ("adenomyosis"). The patient was treated with surgery (laparoscopic total hysterectomy,salpingectomy (bilateral,cystoscopy and thermachoice endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, heavy menstrual bleeding, allergy to metals, dysmenorrhoea and migraine had not resolved and the genital haemorrhage, vaginal haemorrhage, urinary tract infection, rash, bladder disorder, urinary tract disorder, headache, nervous system disorder, tooth disorder, dyspareunia, abdominal pain, visual impairment, eye disorder, fatigue, weight fluctuation, gastrointestinal disorder, alopecia and adenomyosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nervous system disorder, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2009 plaintiff is currently investigating her options for removal of the essure devices. Current weight 152 lbs. She does claims that essure worsened a previously existing injury/condition. Injuries or symptoms resulted from essure decrease or resolve following essure removal. State of implant: (B)(6). Date(s) of insertion: (B)(6) 2009: discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.